Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 12:33:48. During night drain cycle six, the patient's ultrafiltration reading was 98 ml, indicating the home patient (hp) drained 98 ml more than their maximum programmed fill volume of 100 ml. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The cause of the reported issue was determined to be use error, inappropriate bypass of the drain, not including I-drain. Homechoice apd systems patient at-home guide describes the procedure for bypassing a low drain volume alarm. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.